Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. A sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter safety guard clicked immediately after the laboratory samples were taken. Then the needle cover came off the safety needle. No injury, no medical intervention, no mucous membrane exposure.